Event description:
A previous ra lead dislodgement: 1. Event date: (B)(6) 2015 ra dislodgement into rv (cxr on (B)(6) 2015 showed possible micr- displacement of ra lead) 2. Implant date: (B)(6) 2014 3. Ra lead model number: sjm 1888tc 4. Ra lead serial/lot number: (B)(6) 5. Was there harm and/or injury to the patient? No 6. Actual patient status (after actions taken): fine 7. Was intervention, including reprogramming, taken or planned as a result of this event? Yes a. If yes, please provide: I. What intervention was done: new ra lead (sjm 2088tc, cny121253 implanted and original ra lead explanted) I. What intervention was done: new ra lead (sjm 2088tc, cny121253 implanted and original ra lead explanted). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).